Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of device. Conclusion - failure event observed during analysis. Final analysis found insulation abrasions at 14.7 cm - 15.0 cm and at 34.7 cm -35.1 cm from the connector pin. The insulation abrasions were consistent with exposure to constant friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.